Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned device exhibits signs of use and post is fractured. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the reported issue is attributed to wear and tear resulting from repeated use. This instrument was in the field for eleven plus years. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures identified sign of use and post was fractured. The device was noted to covered with biological fluids like blood. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while removing the trial poly, the post snapped. All pieces were accounted for. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Report source : canada. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.